Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown. Additional reporter: (B)(6).

Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported lipid tubing leaked just past the hub where the lipid syringe was connected. There was patient involvement, no human harm and unknown delay in therapy reported.

Manufacturer narrative:
Received one (1) used mc330419 pur smallbore transfer set for inspection. No defects or anomalies noted. The set was leak tested per product specifications. The vent plug juncture separated from the bag spike. The reported complaint can be confirmed. The probable cause is due to a vendor-purchased part. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.